Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 3 days after placement, the distal part of the catheter was broken during removal by the patient. Additional information received via email on (B)(6) 2018 the broken part of the catheter was removed with a cystoscope.

Manufacturer narrative:
The reported event was confirmed. The evaluation found a typical jagged tear at the area of breakage on the returned catheter. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] method for use do not inflate the balloon in the urethra. [The urethra may be injured] do not pull the catheter hard. [The bladder/urethra may be injured]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged]."

Event description:
It was reported that 3 days after placement, the distal part of the catheter was broken during removal by the patient. Additional information received via email on 04-dec-2018 the broken part of the catheter was removed with a cyctoscope.